Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The tube sheath was damaged posterior to the jaws. The rotation knob functioned without difficulty. The jaws extended and retracted without difficulty. The jaws cut the appropriate test media without difficulty. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged sheath. Replication of damaged sheath condition may occur due to extreme handling during the application. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a lap. Nephrectomy case, the white cover of product which is near the jaw was taken off. This happened during procedure.